Event description:
As reported to coloplast though not verified, the patient experienced pain & erosion related to the mesh. An excision surgery for exposed mesh was done on (B)(6) 2008. Patient experienced incontinence, rectum and bladder pressure, infection and pelvic pain in 2009. A new physician told her to remove the mesh in (B)(6) 2011.

Manufacturer narrative:
Coloplast has not been provided any corroborating medical evidence to verify this report.